Event description:
The customer contacted physio-control to report that their device had a service indicator present and would lockup with a grey display on the initial boot-up screen. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Device available for evaluation, of the initial medwatch report should indicate: yes. Device returned to manufacturer, of the initial medwatch report should indicate: checked. Date device returned to manufacturer, of the initial medwatch report should indicate: 05/07/2015. New information for supplemental medwatch report: physio-control evaluated the customer's device but was unable to verify the reported issue. As a precaution, physio replace both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.